Event description:
It was reported that pump experienced repeated malfunction alarm with code 12, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, after which malfunction did not recur, and customer planned to continue using pump and switch to alternate therapy if needed; technical support arranged shipment of replacement pump with updated software.